Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter was difficult to inflate during a pretest. Per follow via ibc on 28sep2020, there was crack at the bifurcation of infaltion port.

Event description:
It was reported that the foley catheter balloon difficult to inflate during the pretest. Per follow-up via ibc on 28sep2020, it was noted that there was a crack at the bifurcation of the inflation port.

Manufacturer narrative:
The reported event was confirmed, however the cause was unknown. The evaluation found tear at the bifurcation area of the returned catheter which caused the catheter unable to inflate due to a water leak. However, the exact cause of how and when the problem occurred could not be determined. However, a potential root cause for this failure mode could be due to stripping error, rough handling by user, use of sharp objects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter.]" The actual/suspected device was inspected.